Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Part of the screen is unresponsive to the touch pen.

Event description:
It was reported that the touch pen for the programmer was "not working." It appeared to be "about five inches off" on the programmer screen. Technical services recommended calibrating the touch pen to see if this resolves the issue. It was further reported that part of the screen is unresponsive to the touch pen. Attempted to recalibrate two times without success. The programmer was returned for repair. No patient involvement or complications were reported.

Event description:
It was reported that the touch pen for the programmer was "not working." It appeared to be "about five inches off" on the programmer screen. Technical services recommended calibrating the touch pen to see if this resolves the issue. No further information was received. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.